Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received.

Event description:
Related manufacturer reference number: 1627487-2023-03837, 1627487-2023-03847. It was reported in a research article that one lead migrated, one was lead fractured and the ipg was eroding. Surgical intervention took place wherein the devices were explanted and replaced to address the issue. No further information is available.

Manufacturer narrative:
Correction section h6: the health effect clinical code should have 4412 - movement disorder been rather than 2388 - inadequate pain relief.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.